Event description:
Heartware left ventricular assist device (lvad) presents with acute, frequent low flow alarms 5 years into lvad therapy. Vital signs stable; asymptomatic. "Extensive focal filling defect at the distal end of the outflow cannula at distal anastomosis; associated with severe >75% luminal stenosis" was identified in cat scan. Initially thought to be thrombus (despite lactate dehydrogenase (ldh) 248), patient was sent to or for lvad exchange surgery. Intraoperative findings however revealed compression of the outflow graft; and repositioning of the outflow resolved the alarms. Patients 100 lb weight gain since lvad implant was thought to have contributed to compression in that area of the outflow. Vital signs, end organ perfusion and lvad performance remained stable until hospital discharge.